Manufacturer narrative:
Evaluation results: one fluid warming level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The investigator noticed damaged enclosure, front cover, tank cover, and line cord. This was from wear and tear. The unit also had an outdated pcb and power switch. The customer reported product problem was confirmed during testing. The product problem occurred because the pcb was out of calibration, which was causing the device to overheat. In addition, the defective float switch was causing the alarm for "add water" to appear even though the tank was full. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was "overheating/alarming need to add water" when the water tank is full. No adverse effects were reported.